Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device was manufactured in 2015 and shows signs of extensive use. A functional evaluation was performed on the device and confirmed the stated failure mode. The locking mechanism on the returned device has seized and will no longer tension with its intended mating part rendering the device inoperable. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
D4 lot number.

Event description:
It was reported that, during a thr surgery the accord tensioner cable did not tighten when the slack was pulled out. There were no broken pieces. The procedure was successfully completed without delay using the same device. Patient was not harmed.